Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip misfired. It looks like when you engage the clip into the tip, the clip is not engaging correctly. The clip looks slightly off. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) = scissored clip, jaw misaligned. The analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 11 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.